Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable (lot number: 7011565) having defects in its outer layer was confirmed during evaluation of the returned product. Visual inspection of the cable revealed that the outer jacket was discolored slightly grey, and strain reliefs of the cable were discolored yellow-brown. Some blue discoloration was also noted near the inline connector bend relief. A small slit in the outer layer was observed near the controller connector bend relief; however, this cut did not appear to fully penetrate the outer jacket. A segment of repair tape was noted near the inline connector bend relief. This tape was removed, revealing a tear in the outer jacket which exposed the inner woven layer. The modular cable was functionally tested and found to perform as intended. The observed damages and discoloration did not impact the performance of the cable, even when the cable was heavily manipulated by hand. The root cause of the observed damage and discoloration could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot #: 7011565) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 lvas IFU and patient handbook are currently available. The patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook contains information regarding how to clean and care for the driveline. The heartmate iii instructions for use and the heartmate iii patient handbook address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer silicone layer of the modular cable was defective.